Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the product evaluation.

Event description:
The customer reported that the prolumen device was used to declot a graft in 2004. The device was inserted into the graft with the s-wire covered until the distal aspect of the clot was reached. The s-wire was then uncovered. Upon activating the device, the s-wire snapped off. A snare was used to retreive the broken s-wire. The user indicated that the s-wire was initially placed at a curve in the graft and that possibly this may have been the reason the s-wire broke off. No patient complications were reported.